Manufacturer narrative:
Device evaluated by MFR: an examination of the device found no visible signs of any stretching or kinking. An examination of the balloon found a longitudinal tear in the balloon material. The tear stretched along the main body of the balloon for a total length of 65mm. No damage was observed with the markerbands. An examination of the lapweld through the balloon found no visible damages. The device was attached to the complaint's laboratory encore device and an attempt to inflate liquid into the balloon failed. As a result the shaft was dissected, just proximal to the proximal balloon bond, while under positive pressure from the encore. No liquid leaked out through the dissected section of shaft. As a result the shaft was dissected at various locations along its length until liquid flushed through cut shaft. The section of blocked shaft, which was located between approximately 30 and 38 cm distal to the strain relief. Using the same blade this section of shaft was dissected in order to expose the inflation lumen. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and the patient experienced back pain. The target lesion was located in the iliac vein. A 10.0 x 60, 75cm mustang¿ balloon catheter was advanced for dilatation. At the end of the procedure, the device was advanced to the distal part of the iliac vein and was inflated at 10 atmospheres with 1/3 dye strength in the inflation device; however, the balloon would not deflate. The patient had severe back pain while the balloon remained inflated. The balloon was then inflated up to 28 atmospheres to intentionally cause the balloon to burst. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: about (B)(6). (B)(4).

Event description:
It was reported that balloon deflation failure occurred and the patient experienced back pain. The target lesion was located in the iliac vein. A 10.0 x 60, 75cm mustang¿ balloon catheter was advanced for dilatation. At the end of the procedure, the device was advanced to the distal part of the iliac vein and was inflated at 10 atmospheres with 1/3 dye strength in the inflation device; however, the balloon would not deflate. The patient had severe back pain while the balloon remained inflated. The balloon was then inflated up to 28 atmospheres to intentionally cause the balloon to burst. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.